Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n332895, implanted: (B)(6) 2012, product type: accessory; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that telemetry confirmed a critical alarm is occurring. The alarm was due to zero ml reservoir volume reached. The patient missed their refill date and the low reservoir occurred (B)(6) and empty reservoir (B)(6). Per the reporter they may aspirate from the cap to check catheter and then prime the catheter. The pump was used to deliver gablofen. Additional information received later reported the patient experienced increased tightness and itchiness. A side port aspiration was performed and confirmed the catheter was still patent. The pump was refilled. It was noted the patient was ¿feeling better¿ later that afternoon.